Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse test drove the console and there were no issues with the performance. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon on one of the surgeon side consoles was not able to clamp and fire a sureform 60 stapler. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer opened a 2nd sureform 60 stapler, but the issue persisted. Thus, the surgeon moved to another surgeon side console (ssc) (dual console system) and was able to proceed with no further issues. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event. The fse spoke to the operating room (or) to schedule a visit. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .